Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Blood glucose reading was 400 mg/dl which was treated with intravenous insulin drip. The customer stated they felt sick and thirsty from their high blood glucose. The customer was admitted to the hospital on (B)(6) 2021. It was reported that they tested positive for ketones. The customer stated that they did not hear the alarms of rising blood glucose. The insulin pump passed self test. The customer was on insulin pump system within 48 hours of high blood glucose incident. It was unknown whether auto mode was active at the time of incident. Troubleshooting for the customer¿s low blood glucose was declined. The customer¿s last blood glucose reading was 128 mg/dl. The insulin pump will not be returned for analysis.